Event description:
Information received from the patient via the manufacturer's representative reported that they had not "had my battery turned on for over a year and this is the third time I've allowed it to overdischarge". Per the patient this was the third occurrence of an overdischarge (od) on their implantable neurostimulator (ins). The patient noted that there have been so many medical issues going on so they did not address the stimulation but now the pain in their right leg was coming back (phantom leg pain from their below the knee amputation [bka] they received 3 weeks after the ins was implanted) versus onset/development of neuropathy, as well as neuropathic pain in the left leg (also developed after ins was implanted). They also mentioned that they had needed to get mris in the past few months but had not been able to get them because of the implanted device. The patient stated that they knew the manufacturer would be getting new leads out that would allow them to have an MRI and wondered if they were available. The ins was originally implanted for pain in the right heel. The issue that contributed to the issue was that the patient's pain wasn't constant so they didn't know consistently turn on the ins, and as a result they forgot to recharge in the past. The manufacturer's representative informed the patient of a primary cell ins model since recharging was a hardship for them. The representative was willing to meet with the patient in an attempt to perform a trickle charge on the ins but they were aware this was unlikely to help the device being the 3rd od (patient was to contact the representative if the wanted to meet). The patient was to meet with their implanting surgeon to discuss options of replacement of the ins system with an MRI compatible model as well as replacing current ins to a primary cell model. A surgical intervention had not occurred at the time of report and it was unknown if one was planned. The issue had not been resolved at the time of report and the patient's status at the time of report was noted as 'alive - no injury". The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent. [(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.